Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that he was treated by the paramedics on two occasions because of low blood glucose levels. No blood glucose levels were reported for either event. The customer stated that he didn't wake up on both occasions and the paramedics were called. The customer stated he has stopped using the insulin pump at night for fear of having another low blood glucose event. The customer also stated that the insulin pump had been giving no delivery alarms. Troubleshooting was performed and the insulin pump alarmed no delivery during the displacement test. The insulin pump was out of warranty and the customer was given his out of warranty options.